Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The company representative reported via message that the customer had to perform frequent battery changes on their insulin pump. The customer's blood glucose was unknown. The caller explained that the customer had to restart the rewind in order to complete the process. The caller also mentioned that there was condensation inside the screen of the customer's insulin pump. The customer did not return the product for analysis.